Event description:
A caller reported an issue with their pump where the displayed time was inaccurate, showing a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy reoccurs. The caller understood and acknowledged the guidance provided.